Event description:
Doctor reported that one ti base fracture at the hex and the screw, and other screw fractured. Tooth sites 36 and 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zfx received one (1) gentek® hexalobular retaining screw, tsv®/tm®, broken, without thread, for evaluation. Visual evaluation / functional test was performed. Visual evaluation: screw is broken right at the start of the thread. The screw has visual damages because of the use. Screw has residues of cement on all sides including the initial end of the threat. Funvtional test: the screwhead is in good condition and it can be turned with screwdriver. Complaint history review was performed for the reported lot number l000250218 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿screw fracture¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. Screw is broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided. D4: additional device information unknown / not provided. D10. Therapy date: unknown / not provided. D10: concomitant medical product: zfx11zb-tsv45as13e, gentek¿ angulated screw channel tibase, tsv®/tm¿ engaging, 4.5mmd x 1.3mmch, lot: 0000251112.

Event description:
Doctor reported that the titnium bases at tooth sites 36 and 46 fractured by the screw part and were removed.